Event description:
This is 1 of 2 reports for the cryosolutions cartridge used during this event and is linked to mfg number 3014334038-2024-00032. It was reported that a physician was burned when handling the cryosolutions 10pk cartridge (33516). Staff was using a new lot of cartridges and one exploded with liquid nitrogen when applying a new cartridge to the cryopen. It is unknown whether medical intervention was required. No patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h10, h11. Corrected field: d4 (product serial number). The suspected product/cryosolutions 10pk cartrg (33516) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. A definitive root cause of the reported issue could not be determined. The issue of gas exploding or spraying out may result from misalignment of the cartridge and control mechanism during setup, or a damaged o-ring. The instructions for use (IFU) directs the user to "always use protective gloves when installing cartridges and using cryosolutions devices". Poor alignment of the cartridge and control mechanism may allow gas to escape. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Corrective and preventative actions was opened to investigate the issue of providers being burned by cryosolutions.

Event description:
N/a.